Manufacturer narrative:
Insulin pump received with cracked case, broken reservoir tube lip and missing reservoir tube o-ring. Unit received with no button response due to flattened (escape and act) button dome switch no crease. The keypad connector on screen was locked properly during visual inspection. Unable to verify low battery alarm and perform displacement test, idle current test, run current test, self test and off no power test due to no button response. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump buttons are not responsive and diminished battery life. The customer¿s blood glucose level was unknown at the time of incident. The customer declined to transfer to helpline. Insulin pump will not be returned for analysis.